Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the instrument would not fire. It would close an, open, rotate and articulate but it would not fire. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. A manual stapler was opened and case completed without incident. No reinforcement material was used. The patient is currently in good status.